Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As no contact information has been provided, no further investigation can be performed at this time. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. This medwatch report is in response to receipt of maude event report mw5116926.

Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair procedure on (B)(6) 2023 and absorbable straps were used. The plastic tip on end of the device became missing during the laparoscopic surgery and was believed to be retained during the procedure. The surgical team attempted to locate the tip, but was unable to do so. No further information is available.